Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Device not returned.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequences. Reportedly, the customer overfilled the cartridges. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.